Event description:
It was reported that three days post-implant of this artificial urinary sphincter (aus), the patient presented with recurring incontinence. The physician performed an x-ray and identified that the balloon was empty. Surgical intervention was performed to explant the device and a fluid leak was identified at the deactivation button. A new aus was implanted.